Manufacturer narrative:
During a coil embolization for traumatic gastrointestinal bleeding the 3.5x9 mini complex, trufill dcs orbit coil could not be detached using the trufill dcs syringe ii when pressurized to the green zone or when the alternative detachment method was attempted. The syringe was exchanged to a new product; however, the coil still could not be detached. The coil system was removed from the patient with the coil still attached. The coil was exchanged to a new product and the procedure was completed without adverse consequence to the patient. There was no calcification or tortuosity in the vessel lesion. It is not known if the syringe had exceeded zone #3 (green zone) prior to the failed detachment or how many times the syringe had been used prior to the event. It was reported that it had not exceeded the red zone prior to the attempt to detach this coil. During prep, a dedicated saline source was utilized to fill and prep the syringe. The syringe was taking to the blue zone, and during prep, the blue zone was not exceeded. The product was connected properly to the hub of the coil delivery system. No leakage was noted at the connector, extension tubing, delivery system hub or anywhere else. The connector was checked for proper seating/fitting on the delivery system hub. The pressure did not decrease after pressurized to the green zone or red zone and the coil did not detach. After disconnecting the coil delivery system, no damages were noted on the syringe. After the product failure occurred, no damages were noted on the syringe, delivery system or coil (unraveled, stretched, kink, bend, etc), and the coil was still attached to the delivery system. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. The hypotube was inspected and several bends and kinks were found. The introducer was unzipped and next to the hub. The support coil and the gripper were outside of introducer. The embolic coil was received separated from the device it was found broken with just the headpiece still attached to the gripper. The hub was inspected and it was found cracked. The gripper was inspected under microscope and no damages were found. Microscopic analysis showed a wedge of solder still attached to the coil headpiece, in the area between the coil loops. This indicates that the solder had good adhesion to the coil headpiece. The functional test could not be performed due to the cracked hub of the received device. Per scanning electron microscopic (sem) results, the exact cause of this crack could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The returned device could not be detached due to the crack in the hub. However, it was reported that there were no leakages at the connector, extension tubing, delivery system hub or anywhere else. It was additionally reported that there was no pressure decrease with attempt to detach the coil at the green and red zone and that the coil was still attached to the delivery system when removed from the patient. This would indicate that both the broken hub and coil occurred post procedural use. These damages do not appear to be related to the manufacturing process. Inspections are in place as per to prevents this kind of failures leaving from the facility. Based on the available procedural information and the analysis of the returned device, no conclusion can be made regarding the reported event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
During prep, a dedicated saline source was utilized to fill and prep the syringe. The syringe was taking to the blue zone, and during prep, the blue zone was not exceeded. Prior to this coil, the alternate zone (red) was not exceeded. After the coil did not detached, the alternative detachment zone (red) was utilized. The product was connected properly to the hub of the coil delivery system. No leakage was noted at the connector, extension tubing, delivery system hub or anywhere else. The connector was checked for proper seating/fitting on the delivery system hub. After disconnecting the coil delivery system, no damages were noted on the syringe. After the product failure occurred, no damages were noted on the syringe, delivery system or coil (unraveled, stretched, kink, bend, etc), and the coil was still attached to the delivery system. Additional information will be submitted within 30 days of receipt.

Event description:
The patient's gender and age were unknown. The procedure was coil embolization for traumatic gastrointestinal bleeding. There was no calcification or tortuosity in the target lesion. Attempt was made to detach the coil 637mf3509 (complaint product 1) with the syringe 635-002 (complaint product 2). The coil could not be detached at the green zone, and the pressure was not decreased. Same thing occurred when alternative detachment was attempted. It was confirmed that the coil was not detached because it was still attached when the delivery system was pulled back from the patient. Though the syringe was exchanged with the new product, the coil could not be detached. Also the coil was exchanged with the new product and the procedure was continued. The procedure was completed without adverse consequence to the patient.